Event description:
The customer reported that she received insulin pump replacement and programmed the insulin pump and rewind to do the first set and got an alarm troubleshooting was done for reprogram alarm/check settings alarm. Customer's blood glucose was 487 mg/dl. Advised the customer that check settings alarm will always occur after exiting the training mode and after setting the time and date. Advised the customer to monitor the insulin pump. Assisted the customer in programming the insulin pump. Customer blood glucose was 472 mg/dl. Assisted the customer in correcting some minor programming errors in basal rates/ patterns and bolus wizard. Advised the customer to monitor the insulin pump and report back for any issues. Set up missed bolus alerts and turned on blood glucose reminder. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).